Event description:
It was reported that the patient experienced pain while the stimulation was on due to lead migration which was confirmed via x-ray. The patient underwent an explant procedure. The explanted lead was discarded.